Manufacturer narrative:
The insulin pump passed displacement and self test. No display anomaly during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked case reservoir tube window corner, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the screen on the insulin pump is cracked and the numbers are hard to read. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.